Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure placement and therma choice endometrial ablation". The patient's medical history included uterine bleeding, vulvovaginal human papilloma virus infection and lichen sclerosus. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (cystoscopy, robotic hysterectomy, total bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. The reporter commented: discrepancy noted in date of removal- (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: mr received: event removed medical device removal. Events added: perforation, essure placement and therma choice endometrial ablation. Insertion date added, medical history added, patient¿s dob and reporter information added, discrepancy noted rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.